Manufacturer narrative:
Updated block: d10. Per data log analysis, the system log was not provided, but a power manager log was. The power manager log does not log when the '2 year battery replacement notification' occurs, only the system log has that information. There are no date jumps in the power manager log that would cause the battery replacement message to occur early. During laboratory analysis, the product surveillance technician (pst) observed the batteries to be received at 12.72 volts direct current (vdc) and 407 siemens (s) and the second battery to be 12.82 vdc and 451 s. After fully charging the load testing only lasted 38 minutes before powering down the unit, the minimum requirement is 60 minutes.

Manufacturer narrative:
The reported complaint was confirmed. The batteries were overdue for replacement at the time of the notification. The user facility does their own maintenance and have been reminded to change the systems batteries every two years. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4)/ medwatch #1828100-2019-00648.

Manufacturer narrative:
The field service representative (fsr) could not verify that the display showed the "batteries have exceeded the two year service life" notification. He replaced the batteries and checked the central control monitor (ccm) calibrations and operation. The unit operated to the manufacturer's specifications. The suspect batteries were sent back to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a "batteries have exceeded the two year service life" replacement notification. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.